Event description:
It is reported that the impactor pad broke upon impaction of the tibial component.

Manufacturer narrative:
Evaluation summary: two of the four locking tabs on the pad are broken at the base. This is normal wear of the part due to repeated removal and installation as well as the sterilization process which can cause the part to break. Evaluation: device history records indicate all components were manufactured and inspected to specification. The manufacturing records are in order and appear to be conforming. The device was dimensionally examined and met manufacturing specification.